Event description:
It was reported that during a gynecologic procedure, four devices were used. One device was reloaded, fired but did not cut. A second device fired part way but did not cut. A third device was difficult to close. It did not fire or cut. A fourth device was fired and frozen. The procedure became an open procedure and the patient was admitted to the hospital for recovery.